Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis and is still hospitalized. The patient was treated with injection fortum (1gram, once a day, intraperitoneally) and injection reflin (1 gram, once a day, intraperitoneally) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Pd therapy is ongoing. Additional information was requested, but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).